Manufacturer narrative:
Code 86: review of the mfg and qc records for this lot of product. Code 200: co's evaluation of the returned product confirmed that the product sheath had separated from the hub. However, there was no apparent damage to the sheath. Co's experience with product has shown that sheath/hub separations are usually the result of damage to the sheath which occurs during the clinical procedure. Without additional information on the events that transpired during the deployment, the cause of the failure can not be determined. Code 100: the mfg and qc records showed that this lot of vasoseal conformed to specification. Code 1104 is labeled.